Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated device and the reported condition was confirmed. A visual assessment was performed which confirmed that side load was applied to the drill. This device is designed for plunging holes and has no side cutting capabilities. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the cutter device broke during use. It was not reported if a piece of the device fell into the patient. The reporter stated that medical intervention was required. However, the reporter did not specify what type medical intervention was performed. It was not reported if there were any delay in the surgical procedure or if a spare device was available for use. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.